Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the wrong order had been processed. A technical support specialist stated that multiple orders had a two mg given amount and that the host needed to send messages with the proper given amount quantity. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported when using the bd pyxis¿ es server, the wrong order had been processed. The customer reported that the malfunction resulted delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.